Manufacturer narrative:
(B)(4): the upper jaw is broken off on one side from the base of the dynamic jaw rearward approx 10mm. The broken off portion of the shaft was not returned for analysis. Optical examination discovered a fairly brittle fracture. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that a piece of the hinge broke off of the instrument. The fragment was retrieved and removed. No patient complications was reported.